Event description:
It was reported that there was damage to the usb port or pins of the pump, affecting the customer's ability to charge it. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery is not interrupted. Technical support decided to replace the pump, informed the customer about the shipment of a replacement pump with updated software, and arranged training through their tandem source account. The customer was instructed to return the problematic pump to tandem using a pre-paid ups label within ten days and agreed to these steps.